Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the filter was placed at the end of the secondary tubing for an amphotericin infusion, above the pump module, instead of the at the end of the primary tubing resulting in the medication not infusing.